Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 15-sep-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2010 and had problems after problems. In 2014 she got everything taken out. The reported event (interpreted as medical device removal) was considered serious due to medical importance and listed in the reference safety information for essure. Although the problems were not specified, they occurred after essure insertion and resulted in device removal. Therefore, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal occurred. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Legal claim received on 04-may-2016: the plaintiff had essure inserted for permanent sterilization and subsequently had the device removed due to complications. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2010 and had problems after problems. In 2014 she got everything taken out / device removed due to complications. The reported event (interpreted as medical device removal) was considered serious due to its medical importance and listed in the reference safety information for essure. Although the problems and complications were not specified, they occurred after essure insertion and resulted in device removal. Therefore, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal was required. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. A legal claim was received upon follow up. Further information will be obtained through litigation process.

Event description:
This case has been identified during monitoring of postings at a FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. This is a spontaneous case report received from a regulatory authority (case# FDA-2014-n-0736-0577) in united states on 20-aug-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2010. Consumer stated that she experienced problems after problems and finally in 2014 she got everything taken out. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2010 and had problems after problems. In 2014 she got everything taken out. The reported event (interpreted as medical device removal) was considered serious due to medical importance and listed in the reference safety information for essure. Although the problems were not specified, they occurred after essure insertion and resulted in device removal. Therefore, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since device removal occurred. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.